Manufacturer narrative:
The reported event of high impedance anomaly was confirmed. As received, the device was above elective replacement indicator (eri) when received. The device was tested on the bench, and high pacing and high voltage lead impedance were confirmed. The cause of the reported event was due to an anomalous integrated circuit.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited high, out of range pacing and defibrillation impedance. The device was explanted and replaced. There were no patient consequences.